Manufacturer narrative:
Email communication with hospital staff listed below revealed no pertinent information to the cause effect of the ovitex device to the post-surgical abscess: 05may17, 09may17, 10may17, 18may17. Device unavailable.

Event description:
Hernia repair (open, underlay, ventral hernia, non-recurrent. Primary closure achieved) conducted using ovitex device. Patient presented with a post-operative abscess approximately one month after implant, that was treated via washout. No further information available at the time of this report.